Manufacturer narrative:
The representative reported that there was thought the leads were reversed in the header. The device was reprogrammed as a result. All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that the rate/sense portion of this lead was surgically abandoned. Leads reversed in the header was suspected, however, the connections were confirmed correct at the time of the intervention. A new rate/sense lead was implanted.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected noise on the rate/sense and shock channels of this ventricular lead. This noise was oversensed which resulted in stored episodes, pacing inhibition, and a shock. This noise could be reproduced in the clinic. Impedances were normal. Technical services discussed possible causes and troubleshooting. No further patient effects were reported.